Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the small clip applier (ca) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the small clip applier (part# 470401-07/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the small clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 96 uses remaining after this last usage. A review of the procedure log showed the site performed this transoral thyroidectomy surgical procedure on (B)(6) 2022 with system (B)(4). No image/video investigation required as no image or video clip for the reported event was submitted for review. This event is being reported because the clip of the small clip applier (ca) instrument fell inside the patient during a da vinci assisted procedure. The clip was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the customers felt stiff resistance on arm 4 when inserting the harmonic ace, the small clip applier, and the permanent cautery hook (pch) instruments. The customers checked if the cannula had fallen out of the abdominal wall or was caught in the surrounding tissue. Initially, when removing the instrument, they felt resistance because the rubber part of the cannula seal pushed out preventing the tips and the shafts of the laparoscopic and robotic instruments. They re-docked and re-installed the sterile adapter, the arm clutch adapter, and the cannula mount adapter to check if the vinyl was stuck somewhere, but there was no visible issue. When checking the cannula seal outside the field, they felt stiffer resistance than usual when putting the pch instrument, so they replaced the cannula seal to continue the procedure. However, the issue was not resolved when using the small clip applier (ca) instrument. The clip was stuck several times and fell into the patient during use. The customer retrieved the clip right away, but the ca instrument could no longer clip. After that, the customer switched the harmonic ace instrument from arm #4 to arm #1 and the cadiere forceps from arm #1 to arm #4. The cadiere forceps on arm #4 was installed properly, but the harmonic ace instrument on arm#1 was stiff and hard to enter. After using it for a while, they switched the instruments back to their original positions, but the instruments could not be entered. Suspecting that there was an issue with the harmonic ace instrument, the customers replaced the instrument with no change. The customers then re-installed all the adapters of the drape, redocked the cannula, and checked the movement of the arm carriage (head) itself to see if there were any mechanical defects in the arm without inserting the instrument. They felt a slightly different resistance than usual, so they restarted the system. After rebooting, they tried to enter by docking arm 4 and attaching the harmonic ace instrument, but the issue persisted. Finally, the customer replaced the instrument arm drape, and the issue was resolved. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments and accessory were inspected prior to use with no abnormality. The small clip applier instrument was in use for approximately 20 to 30 minutes then the clip fell into the patient while the customer was trying to apply the clip. The clip was retrieved right away and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. The customer used another clip applier instrument to continue the procedure. It was unknown what caused the falling issue to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The clip did not fall inside the patient during an instrument tip or accessory collision. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was also straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. In addition, there was no issue related to the motion of the clip applier prior to attempting to clip nor the functionality of the instrument (e.g., non intuitive motion, clipping, misapplication, broken/loose cable.) The customer confirmed that no fragment fell reported on the harmonic ace, permanent cautery hook, cadiere forceps, and the seal port. These instruments had no physical damage and there were no obstructions on these instruments preventing them to be removed from the trocar. Only the arm drape, seal port and the harmonic ace instrument would be returned. The procedure was completed robotically with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient relevant testing, and medical history were requested; however, the reporter was not able to provide that information.